Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error multiple times. The caller stated that the blood glucose levels were normal, but the blood glucose reading was unknown. No medical treatment was necessary. Advised replacement of the insulin pump. Nothing further reported.